Manufacturer narrative:
Per the user guide: tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown. The insulin gauge display showed 0 units remained in the cartridge and no insulin was delivered via the pump. Customer also reported that the appropriate low battery power alerts/alarm occurred prior to the event. Tandem technical support guided the customer with reloading the cartridge. Pump therapy was resumed.